Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their implantable cardioverter defibrillator (ICD) checked as they were shocked by the device and had a low heart rate. It was discovered that the right ventricular (rv) lead was fractured leading to a inappropriate shock for a rhythm that was detected as ventricular fibrillation (vf). Two alerts were also fond against the rv lead; a lead integrity alert (lia) on the rv lead triggered by high rate non-sustained episodes and sensing integrity counter (sic), as well as a noise warning, as the rv lead had oversensing noise on current and stored electrograms (egm). The lead was capped and replaced. No further patient complications have been reported as a result of this event.